Event description:
Boston scientific received information that upon device interrogation the lead safety switch had been triggered. The right atrial (ra) lead pacing impedance measurements were greater than 2,500 ohms. There was also noise which resulted in oversensing and loss of atrial pacing. The device was temporarily programmed to vvr mode. No adverse patient effects were reported.

Event description:
Additional information was received that this chronic ra lead was fractured. Diagnostic imaging showed that the fracture was in the area of the clavicle/first rib. During a routine device replacement procedure three years later, a new ra lead was attempted to be implanted, however, was unsuccessful due to no viable tissue in the ra. This chronic ra lead was reconnected to the replacement device as a port plug. The device was programmed vvir. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient planned to present monthly for follow-up appointments. Additionally, if the patient became symptomatic a lead revision planned to be performed prior to the device declaring eri.

Manufacturer narrative:
The issue planned to be addressed at the next device replacement procedure. There were no additional plans for intervention at this time.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.